Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01197. It was reported that there was catheter removal difficulty, tip detachment and catheter breakage. During a prostatic arterial embolization procedure, the physician had obtained access on the left and right side with direxion catheters. Following injection of a liquid embolic agent, removal difficulty of both catheters was encountered. Both catheters were forcibly pulled for removal which resulted in a tip detachment of the direxion catheter on the left side and breakage of the direxion catheter on the right side. Both of the catheters were removed, however, the tip of the on direxion catheter remained in the patient. It is unknown if there was any attempt at retrieval of the detached tip. The procedure was completed with these devices. The patient¿s status was reported as stable.